Event description:
Procedure type: lap hernia repair. According to the reporter: the metal trocar tip disengaged into pt. All pieces were retrieved. A new trocar unit was used. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating time. No pt injury was reported.

Manufacturer narrative:
(B) (4).